Event description:
Pt underwent rt total hip replacement in 2007. Following recurring dislocation of rt hip (2) pt underwent rt hip revision-constrained approx one month later. Following a 3rd hip dislocation the pt was returned to or one week later for a revision of rt cnstrained hip prosthesis. Revision revealed bipolar component on femoral prosthesis had disassociated from the plastic component. The surgeon revised the cup position, femoral stem an applied a new device.